Manufacturer narrative:
It was originally reported to the manufacturer that the end-user experienced a skin reaction, described as a "rash," and was later diagnosed with impetigo. According to the original report, the end-user was prescribed unidentified antibiotics, unidentified steroids, and unidentified topical steroids as treatment. After multiple good faith attempts, the end-user was unable or unwilling provide additional information to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported need for medical intervention, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a skin reaction and required medical treatment.